Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on the generator, an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a lap mediastinal tumor, an error sound was heard intermittently. The doctor stopped using the device and when a nurse was checking it on mayo table, the active blade was broken off. Another device was used to complete the procedure. There were no adverse consequences for the patient.